Event description:
It was reported a patient presented with dizziness and the pacemaker had premature battery depletion. The device was unable to be interrogated with no magnet response noted. The device was explanted in a procedure on (B)(6) 2025. Post-procedure the patient was stable.

Manufacturer narrative:
Correction: b5.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Event description:
It was reported a patient presented with dizziness and the pacemaker had premature battery depletion. The device was unable to be interrogated with no magnet response noted. The device was explanted in a procedure on (B)(6) 2025. Post-procedure the patient was stable.